Event description:
Patient later reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown

Event description:
Patient reported "pain, encapsulation and capsular contracture". Capsular contracture is baker grade unknown. This record is for a right side. Device remains implanted.